Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had unexpected restart alarm on their device. It was reported that the customer received battery out limit and needed to reset their device twice. It was reported that the customer also received failed battery test, motor error test, and no delivery alarm. The customer's blood glucose level was reported to be 142.2mg/dl. It was reported that external ram crc error alarm was present. Troubleshoot was reported to be conducted. It was reported that the customer was advised the pump would have to be replaced, but the customer declined and states they will continue to use their device. It was reported that the customer declined to further troubleshoot.